Manufacturer narrative:
The motor error was found to have alarmed during the occlusion test. It was unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The pump was received with cracked reservoir tube lip, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm and no delivery alarms during bolus. It was reported that the customer could clear the alarm, and replaced reservoir and infusion set. It was reported that the customer had motor position encoder error on their alarm history. It was reported that the pump would be replaced and returned for analysis. No further information provided.